Event description:
New information received notes that further episodes of post-paced t-wave oversensing were observed. Patient received inappropriate atp therapy and shock. Programing changes were recommended, however, after review of patients blood work, it was decided not to make any changes. The patient is fine. Device remains implanted.

Event description:
It was reported that the device was post-sensed t-wave oversensing on the ventricular channel. The patient did not receive therapy. It was recommended that the physician reprogram the device. The device remained implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.